Event description:
It was reported that the access sheath was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. When the closure device was deployed in the laa the was became kinked. The procedure was continued with the same two devices. The physician successfully completed the procedure and the closure device was implanted in the laa of the patient. There were no patient complications that were reported to have occurred.

Manufacturer narrative:
(B)(6).